Event description:
The customer reported they could not start the ablation due to an error that read "over 1000 ohms". Although the needle was replaced, it did not solve the problem. The procedure was aborted.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. The distributor reported the customer is still using the incident generator as there was no duplication of the reported problem. If the incident generator is returned, or if additional pertinent information is obtained, a follow-up report will be submitted.